Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 551 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The high pressure test passed. The customer stated that she did not realize that she had run out of insulin prior to the event. Nothing further was reported.